Manufacturer narrative:
The patient¿s date of birth and/or age were not provided. The patient¿s weight was not provided. The heartmate 3 lvas was implanted during (B)(6). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in (B)(6). The gtin unique device identifier for the commercial heartmate3 modular cable is (B)(4). Approximate age of device ¿ 1 year and 10 months.  Additional information was requested, but was not provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that driveline fault alarms were observed. Patient was asymptomatic. Log file analysis completed by the manufacturer¿s technical services representative confirmed the driveline power fault alarms. Technical services reviewed the submitted log files from the new system controller, and no additional alarms were observed. No additional information was provided.

Manufacturer narrative:
Section a2, a4: additional information.

Manufacturer narrative:
The reported driveline power fault alarms were confirmed through the analysis of the log file, but was not reproduced when modular cable was tested with laboratory equipment. The returned modular cable passed all electrical testing. The returned modular cable was also tested together with laboratory equipment and no functional issue was identified. The root cause of the reported driveline power fault alarms was not determined through this analysis. No further information was provided. The manufacturer is closing the file on this event.